Event description:
It was reported that a flo-gard infusion pump presented a door open alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service. A visual inspection, review of the alarm log, and functional test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The door open alarm was not confirmed during review of the alarm log. The cause of the condition was undetermined. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.